Event description:
On (B)(6) 2012 the beta stent was implanted with success. The proximal head and the 2 antimigraine bumpiest above the cardias and the body of the stent by the whole length of the stomach till pyloric. On (B)(6) 2012 the doctor saw the breaking of the nitinol mesh after 2cm from distal end, the coverage is still intact. The stent was removed with success with a standard procedure. In the stomach after removing the stent, there is an external drainage that pierced the stomach. The doctor placed another stent to cover the fistula in stomach generated from the dislocation of the surgical drainage.

Manufacturer narrative:
Fracture might occur from the patient's peristaltic action. For this issue, it is documented in the product's user manual. However, the suspected device is not registered to us FDA and it has not been shipped into the us. For patient information", we, taewoong and our distributor could not get more detail patient information because the hospital did not open the patient information such as age at time of event, date of birth, sex and weight.